Event description:
It was reported that a vena cava filter was implanted, tilted and had one component in the renal vein. The doctor attempted to remove the filter, but due to the tilt, he was not able to. A second filter was implanted suprarenal, above the first filter that was tilted. This was done prophylactically due to thrombus in both iliac veins, prior to a procedure with a trellis thrombectomy catheter, via a popliteal access.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was not returned for evaluation as it remains implanted. The 4-x-ray images were returned for evaluation. The first image (6:49pm) showed the filter with the apex straight in the vena cava, with the arms fully deployed and the legs very close together. The next image (7:31:24pm) shows the filter in an approximate 30 degree tilted position, with the legs unchanged. The final 2 images were duplicates, taken at 7:31:29pm and were the same as the previous image. Based on the quality of the images returned, the reported tilting could be confirmed. However, the reported apex in the renal vein could not be confirmed. The cause of the tilting is unknown.